Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found the top and bottom cases to be in excellent condition. Cracked battery door and visible contamination were noted. Invalid syringe size was found in the event history log of the pump. Device underwent syringe testing, confirming the reported customer complaint. Flex cable was found damaged on size pot. The problem source however was determined to be unknown.

Event description:
Information was received that device has force sensor error. No adverse effects reported.